Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use. The sheath was opened, and everything was flushed as usual. A transseptal puncture was performed using the nrg needle, and the guidewire and dilator were removed. After removal, the sheath was flushed again, and the catheter was inserted. While advancing the catheter, aspiration was performed. During this process, air was drawn into the sheath, and numerous air bubbles were observed. It was suspected that there was a malfunction in one of the leaflets of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use. The sheath was opened, and everything was flushed as usual. A transseptal puncture was performed using the nrg needle, and the guidewire and dilator were removed. After removal, the sheath was flushed again, and the catheter was inserted. While advancing the catheter, aspiration was performed. During this process, air was drawn into the sheath, and numerous air bubbles were observed. It was suspected that there was a malfunction in one of the leaflets of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned.